Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This is an ancillary service event identified during the evaluation of (B)(4). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. No abnormalities were identified during internal/external inspections. Temperature confirmation testing was performed and the device passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. A card reader integrity test was performed and the device passed. The device failed volumetric accuracy confirmation testing. The cause of the reported issue was due to deteriorated piston foam and a cracked door piston. Test piston foam was installed and the device was able to pass the volumetric accuracy testing. The original piston foam and door piston were scrapped. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.